Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered an inappropriate shock. It was noted that the wavelet template match scores were below the programmed 70 percent and that the patient had been ill and vomiting to the point where they could not be medicated or maintain appropriate body fluid/electrolyte balance. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered an inappropriate shock. It was noted that the wavelet template match scores were below the programmed 70 percent and that the patient had been ill and vomiting to the point where they could be medicated or maintain appropriate body fluid/electrolyte balance. The ICD remains in use. No further patient complications have been reported as a result of this event.